Manufacturer narrative:
H3: product analysis: part# 9561524 lot# my12g001 visual and functional inspection confirmed the larger locking arm locking nut is missing. The instrument cannot function as intended. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an event which occurred in spd. It was reported that spd loosened the nut on the flex arm so that it could be sterilized and the nut will not screw back on and it is loose. There was no patient involvement reported.